Event description:
It was reported that patient presented remotely via merlin.net, the implantable cardiac monitor (icm) exhibited under sensing. No intervention or procedure was performed. The patient was stable throughout.